Event description:
An endeavor sprint rx drug eluting stent diameter 2.5 mm length 12 mm was deployed to the proximal circumflex and the 1st obtuse marginal during index procedure. Chest pain remained after pci. An occlusion of a side branch post deployment of the stent was reported causing slow blood flow, possibly due to the presence of stent material across the ostium of the side branch. Symptoms disappeared 3 days post index procedure. The patient was discharged from the hospital.

Manufacturer narrative:
(B)(4) - results: no conclusion can be drawn. Device/cine images not available, occlusion. Based on the information provided no root cause can be determined.